Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device generated heat, experienced vibration and was smoking. It was determined that the device had component, cord and hose damage. It was further observed that the device made an abnormal and excessive noise, the connector and housing pin were loose, the sleeve was heavy, and there was an electrical leakage. It was determined that the moving parts do not move smoothly, and the labeling had an illegible etch. It was further determined that the device failed pretest for visual assessments, loctite assessments, no short circuit between phases and connector body and no short circuit between hall sensors, no short circuit between sensor gnd and connector body, noise assessment and handpiece temperature assessment and connector body. It was noted in the service order that during an unspecified surgical procedure, it was discovered that smoke came out of the device, did not rotate smoothly, and emitted an abnormal noise. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device generating heat and vibrating, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device investigation update: upon further evaluation of the device, additional component codes were identified and added to the investigation. H6: component code: additional component codes have been included and updated accordingly. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from (B)(6) 2022 to (B)(6) 2022.